Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv impedance measurement at follow up showed greater than 2500 ohms in both unipolar and bipolar configurations. Clavicular crush is suspected. Lead was capped and replaced. Should additional information become available, this file will be updated.